Event description:
It was alleged that during use the set separated and air in line was noted to the pt. The nurse noted the separation before anything happened. The nurse did a parallel infusion with 3 way taps. One access to the pt. No consequence/injury reported.